Event description:
The complainant reported that the lactate levels were observed to be progressively increasing, attributed to ongoing infection with mrsa, escherichia coli, and staphylococcus species additional information states that the initial pump required escalation to a higher-support device. During use of the second pump, clinical concerns were documented, including the need for blood transfusion, management of bleeding and hemostasis, evidence of infection, and concerns related to device positioning.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.